Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (DKA) on (b)(6) 2026. The patient's blood glucose level increased to 543 mg/dL while wearing the Pod on the arm for a duration between 4 and 24 hours. The patient reported persistent hyperglycemia despite attempts to lower glucose levels, prompting presentation to the hospital for medical evaluation. Associated symptoms included dehydration and frequent urination. The patient also reported slight redness at the Pod site, which was stated to be typical following Pod changes. The patient was diagnosed with DKA and received treatment consisting of intravenous (IV) fluids and Pod removal. The Pod was discarded at the hospital and was not available for return. The patient was discharged from the hospital on (b)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone18.2.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" Beck RW, Bergenstal RM, Cheng P, Kollman C, Carlson AL, Johnson ML, Rodbard D. The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019; 13:614-626."[2]" Welsh JB, Derdzinski M, Parker AS, Puhr S, Jimenez A, Walker T. Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Ther 2019; 10:751-755."[3]" Puhr S, Derdzinski M, Welsh JB, Parker AS, Walker T, Price DA. Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Ther 2019; 21:155-158.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.